Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a robotic assisted laparoscopic radical cystectomy with neobladder procedure. The staple load would not fire. Patient outcome is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a robotic assisted laparoscopic radical cystectomy with neobladder procedure. The staple load would not fire. Switched out with replacement stapler load to complete the case. No harm to patient.